Event description:
User advanced the device through wire guide while found out the delivery system detached from outer sheath. User changed another same device to complete the procedure.

Manufacturer narrative:
PMA/510(k) # = k163018. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: the zilbs-635-6-8 device of lot number c1447546 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 02may2019. The handle was separated from the sheath. The stent was partially deployed. Document review prior to distribution zilbs-635-6-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records (c1447546) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1447546. There is no evidence to suggest that the customer did not follow the instructions for use. It may be noted that a project ire0108 has been completed to prevent the reoccurrence of deployment, separation & advancement issues. Image review ¿ n/a. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to product use or handling. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) # = k163018. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
User advanced the device through wire guide while found out the delivery system detached from outer sheath. User changed another same device to complete the procedure.